Event description:
An elevated sodium (na) result was obtained on a patient sample from a dimension exl 200 instrument. The elevated result was not reported to the physician(s). The customer sent the sample to a sister hospital for further processing. The customer did not provide the repeat result for this sample. There are no reports of patient intervention or adverse health consequences due to the elevated na result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that an elevated sodium (na) patient result was obtained from a dimension exl 200 instrument. Quality controls (qc) recovered in-range before the sample was processed. The customer repeated qc after receiving the elevated result and recovery was elevated. The customer changed the integrated multisensor technology (imt) sensor and the salt bridge solution, performed a conditioning and a dilution check (dilchk). The dilchk failed and the pump rate was adjusted. Dilchk was repeated, but the bias remained elevated. The dilchk solution was changed. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced and lubricated the rotary seal, replaced and primed the tubing, and replaced the pumping head rollers, the x-tubing, imt sensor, and imt port. Then, the cse performed a super-conditioning, corrected the bias, and ran dilchk, which passed. The customer ran qc and recovery was acceptable. Siemens further investigated the issue. Siemens reviewed instrument files and did not observe any errors. Siemens also determined that the sample was centrifuged for a time that was outside of the sample tube manufacturer's instructions for use (IFU) for centrifugation. Sample integrity and preanalytical variables potentially contributed to the elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.